Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient experienced peritonitis manifested with abdominal pain and cloudy drain. The patient was not hospitalized for the event and treatment was not started. The patient was retrained in aseptic technique. The patient had not yet recovered from the peritonitis event. The peritoneal effluent was still cloudy, but it was reported that there was no abdominal pain. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.